Event description:
It was reported that the patient was examined by x-ray imaging and a possible fracture was detected for this lead, however the device data that was provided for this system did not show any indication of a fracture, with all measurements within normal limits. At a later, the device has been explanted due the patient suffering from an infection. The device has been returned and is pending analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was examined by x-ray imaging and a possible fracture was detected for this lead, however the device data that was provided for this system did not show any indication of a fracture, with all measurements within normal limits. At a later date, the device has been explanted due the patient suffering from an infection. The device has been returned and is pending analysis. No additional adverse patient effects were reported.